Event description:
In a rescue attempt the customer stated that the device stayed in "check electrodes" even after the electrodes were placed. The electrodes that were used in the attempt expired in may of 1997. The customer accidentally dumped the attempted rescue, so co cannot use that information. When the ambulance arrived that patient was found to be in asystole. (Emt on site) said "arrived on the scene by myself, opened lid, placed the electrodes upper right and lower left, device stayed in check electrodes message. Electrodes removed firm but went well." Rescuer could not remember removing blue liner. This happened at midnight and temperatures around 65-70 degrees.